Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. The medical records indicate the patient experienced extrusion of mesh. Extrusion is listed as a possible known adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with progressive type I stress incontinence and a grade 1-2 cystocele. The patient underwent a pubovaginal sling placement repair with unknown "marlex mesh" (alleged davol flat mesh) and a suture cystocele repair. On (B)(6) 2003 - the patient was diagnosed with extruded pubovaginal sling (bard flat mesh). The patient underwent cystoscopy and excision of the extruded pubovaginal sling.